Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. When the product is received and investigated and the result becomes available that might change this assessment; amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It has been reported that the pt received a durom acetabular component (exact device name not reported) on an unk date. Due to aseptic loosening, the pt underwent revision surgery on (B)(6) 2013.